Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a low reading from their freestyle adc device. Customer reported a horizontal trend arrow and a low reading of 110 mg/dl which was lower than lab reading of 280 mg/dl. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturer date for the reported sensor is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a low reading from their freestyle adc device. Customer reported a horizontal trend arrow and a low reading of 110 mg/dl which was lower than lab reading of 280 mg/dl. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Visual inspection was performed on the returned sensor, no issues were observed. Flex sensor was returned. Data was extracted using approved software, and extraction was successful. A watermark did not observed at the base of the tail. The sensor was de-cased and visual inspection was performed. No issues were observed. Issue is not-confirm due to early sensor removal. All pertinent information available to abbott diabetes care has been submitted. This serves as a correction report. Section h4 - device mfg date was incorrectly documented in follow up report #1. The correction has been made.

Event description:
Customer reported receiving a low reading from their freestyle adc device. Customer reported a horizontal trend arrow and a low reading of 110 mg/dl which was lower than lab reading of 280 mg/dl. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.